Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm and a motor error alarm on their insulin pump. The customer had to reset their time and basal rates. Customer also reported their blood glucose was 477 mg/dl. The customer reported feeling sick. Customer was able to treat their blood glucose with a manual injection. Customer also reported they received a motor position encoder error alarm on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. No alarm on alarm history screen. Unable to perform the excessive no delivery alarm due to motor anomaly.